Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 21019323, model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21120550 / 21126045, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was also getting rib stimulation. The patient underwent a lead revision procedure wherein the lead was moved to the right for better right leg coverage. The patient was doing well postoperatively.